Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown quantity of matrix rib screws. Implanted date: over a year ago on unknown date. 510: this report is for an unknown quantity of matrix rib screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple revision surgeries and an implant removal surgery was performed due to exposed and infected hardware. The initial surgery was performed over a year ago on unknown date for a rib fracture from an accident. During the initial surgery, patient was implanted with a plate and unknown quantity of screws. There were no issues during initial surgery. However, it was noted that the patient had already presented with puss in the lungs prior to the initial surgery. In addition, patient had an infection for over a year and it was unknown when the infection started whether before or after the initial surgery. Post-operatively, the patient had an unknown number of revision surgeries performed on unknown dates due to the exposed hardware causing tissue deterioration. During each revision surgery, the surgeon would cut and remove parts of the construct that were exposed. The reporter stated that no further information is available for the revision surgeries that were performed. On (B)(6) 2016, the surgeon finally, decided to remove all of the implanted hardware; which included a partial plate that was in (B)(4) pieces and (B)(4) intact screws. The plate was in (B)(4) pieces due to the multiple revisions that were performed where the surgeon had cut off different parts of the plate that was exposed. The reporter stated that there was no allegation against the plate. All hardware was easily removed without intervention. The procedure was completed successfully with no surgical delay reported. The patient status/outcome was reported as stable, the patient is currently on antibiotics and a possible wound vacuuming may be performed. It was confirmed that patient was not completely healed and there has been no discussions thus far regarding further implantation. This report is for an unknown quantity of matrix rib screws. This report is 2 of 2 for (B)(4).